Manufacturer narrative:
No samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A review of the device history record could not be performed as a lot number was not provided for this incident. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported that leakage occurred during use with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "pt said the syringes leak sometimes."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "pt said the syringes leak sometimes."